Event description:
It was reported by customer that PICC line has broken at the distal end just before the needleless connector. It was reported that the incident occurred on february 9, 2026. The PICC line was inserted on 05 jan 2026 to the basilic vein. Additional information received 25 feb 2026 the PICC line was removed in the or and discarded. The patient was required to be transferred from a community hospital to ach for removal and a new line placed under anesthesia. This is an escalation of care and would classify that as a serious safety event. Patient did not have any complications from the line breakage or replacement.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors. The device has not been returned to the manufacturer for evaluation.